Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer's report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called adc to report that in ¿(B)(6) 2020¿, her adc blood glucose meter was not working properly, and she required medical intervention. The customer further reported that her neighbor gave her unspecified medication and then she was rushed to a hospital. At the hospital, the customer was administered an unspecified medication and no further treatment details were reported. There was no report of death or permanent impairment associated with this event.